Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported heart block could not be conclusively determined.

Event description:
During an atrioventricular nodal reentrant tachycardia procedure, the patient developed heart block. The patient became symptomatic with a slow heart rate. A temporary permanent pacemaker was placed and the patient was discharged in stable condition. There were no performance issues with any sjm devices.